Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know why he was getting this error code. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needs to charge the battery up. I also explain to the customer that if this do not clear the error code then he may need to send the 8015 in for the super cap replacement. The customer said that he was going to do a battery conditioning test and if it still has problems then he would send it in for repair. Customer ended the call.